Event description:
It was reported the pt "took a direct hit to her ipg" which caused the need for an ipg revision. After evaluating the system, the pt's physician found the ipg header was damaged. The physician cut the pt's ipg header in order to disconnect the lead. The lead was tested and all electrodes were found to be within normal limits. A new ipg was implanted. Effective stimulation was reportedly established postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.